Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms, which were attributed to the patient not having a sufficient amount of preload. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported insufficient amount of preload could not be conclusively determined through this evaluation. The submitted controller event log file captured transient low flow events, including multiple low flow alarms, between 17:33:56 and 17:39:16 on 02dec2024. During these events flow was captured at 2.2-2.4 liters per minute (lpm) as well as one flow value captured at 1.4 lpm. Otherwise, flow ranged from 2.5-4.7 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a code blue on (B)(6) 2024 around 6pm. The patient suddenly began to have low flows. The healthcare provider attributed the event to not having a sufficient amount of preload as the patient responded quickly and robustly to fluids. Log files captured on (B)(6) 2024, starting at 17:33:56 through 17:30:16, multiple low flow events. Low flow alarms resolved with fluid resuscitation. The patient was transferred from cardiac step-down unit to cardiovascular intensive care unit (cvicu) at the time of code blue and remained under care of implanting surgeon and cvicu attending healthcare providers. The plan was to continue stabilization of patient in cvicu and transfer back to cardiac step-down unit when appropriate. The patient would then be discharged to inpatient rehab hospital before going home.